Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported the pump was returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and reflex sympathetic dystrophy (rsd)/causalgia-complex regional pain syndrome. The pump contained dilaudid [5 mg/ml] at a dose of 1.9945 mg/day. It was reported an alarm was heard and confirmed by telemetry. The hcp stated the pump was alarming every minute. The pump was sounding 3 beeps followed by 5 more. The hcp heard the alarm coming from the patient's pump. The pump logs were checked, and low battery reset and safe state occurred. The hcp said the patient was not having any symptoms. The pump was replaced on (B)(6) 2017. No further patient complications were reported.